Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of polymenorrhagia ('excessive and frequent menstruation') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included ovarian cyst, corpus luteum cyst and menorrhagia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced polymenorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopy, diagnostic laproscopy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the polymenorrhagia outcome was unknown. The reporter considered polymenorrhagia to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2011 now it is reported (B)(6) 2011. The right side had 4 coils protruding and left side 3 coils. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 8-jan-2021: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of polymenorrhagia ('excessive and frequent menstruation') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included ovarian cyst, corpus luteum cyst and menorrhagia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced polymenorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopy, diagnostic laproscopy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the polymenorrhagia outcome was unknown. The reporter considered polymenorrhagia to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2011 now it is reported (B)(6) 2011. The right side had 4 coils protruding and left side 3 coils. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 31-dec-2020: mr received: previously reported event: 'essure removed: yes' was replaced by 'excessive or frequent menstruation'. Medical history, removal date, patients date of birth, patient aka name, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed: yes') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to essure remove). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2011 now it is reported (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Cluster ID, reporter causality comment was added. Event injury nos replace with new event medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.